Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt experiences persistent pain at the ipg site. The pt stated he was hospitalized for 5 weeks after undergoing stomach surgery which was unrelated to the scs system. While hospitalized, the pt lost 38 lbs. The pt's physician injected the ipg site with 1% lidocaine. If the injection does not relieve the pain, the physician plans to discuss additional treatment options with the pt.